Event description:
The dental implant fx3614swc was removed on (B)(6) 2018 due to failure to osseointegrate 7 months and 4 days after implantation. The patient required bone augmentation during the surgery. The patient has no significant medical history. The patient has required another surgical intervention to recover.